Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient underwent a llif l3-4 peek procedure. The end plates were decorticated and a competitor's peek cage product was packed with bmp sponge and tapped into l3-4 interspace for the extreme lateral interbody fusion and arthrodesis. It was reported that postop the patient experienced bony overgrowth.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6)-2009, the patient underwent a lateral lumbar interbody fusion where rhbmp-2/acs was implanted with a metal cage. Post-operatively, the patient developed pain, autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items, bone overgrowth causing nerve compression, and chronic pain.

Manufacturer narrative:
(B)(4)